Event description:
Caller states she was implanted with essure in (B)(6) 2008. The device failed within the year and caller became pregnant. After further investigation, it was found that one of the coils fell out of position and was embedded in the caller's abdomen and the other coil caused perforation of her fallopian tube. The device was left in place and subsequently it caused an irregular menstrual cycle, severe neuropathy in the face/arm, severe stomach aches, autoimmune psoriasis on her neck/scalp, migraines, and hodgkin's disease. Caller states it was found that she is allergic to nickel and was forced to have a hysterectomy in order to remove device.